Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, a stent dislodgement occurred. The 5.0 x 16mm liberte bare mr stent delivery system was advanced to the unspecified lesion through an unspecified introducer system. After the stent exited the catheter the physician was not able to distinguish if the stent was present, due to difficulty in implementing continuous visibility. The physician noted during inflation of the balloon that the stent was not present. The physician searched for the stent and found it located in the left internal iliac. Seeing no complications the physician completed the procedure with a 4.0 x 16mm and 5.0 x 16mm liberte stents. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: (B)(6) . Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the 90%-95% stenosed target lesion was located in the severely tortuous proximal to distal segment of the right coronary artery. The stent had embolized with its final location in the left internal iliac artery. The stent was left with no further intervention performed, nor scheduled.